Manufacturer narrative:
No device associated with this report was received for examination. No part or lot information was reported so no other evaluation could be performed. Based upon the information provided, a root cause could not be determined. Although one of the three events reported could be traced to a previous submission by process of elimination, the other two appear to be new. Due to lack of event or product specific information, this report is being submitted as one MDR. If information is obtained that was not available for the initial medwatch, a follow-up will be filed as appropriate.

Event description:
It was reported that three patients had episodes of polyethylene disengagement requiring a return to the operating room (or). One was previously known and has previously been reported. No other information was provided